Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a single high out of range pacing impedance measurement. Boston scientific technical services provided troubleshooting suggestions and recommended monitoring the system. This ICD remains in service. The rv lead is a competitors product. No adverse patient effects were reported.